Event description:
Customer complained that during niv ventilation "loss of peep" alarm was displayed. They also reported a number of apnea alarms. Unit was sent into the workshop. In the log files, tf 2436 can be seen. The logs also show the "loss of peep" alarms and also the "apnea ventilation" alarm going on and off.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. The root cause of this incident cannot be fully determined. The most probable root cause may be that the patient was active breathing against the ventilation provided by the ventilator. The distributor technician performed all service software tests and the device passed all tests and calibrations. There was no patient or user harm reported.